Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: ¿postoperative pain.¿

Event description:
It was reported that the patient underwent right total knee arthroplasty on (B)(6) 2011. Subsequently, the patient was revised on (B)(6) 2014 due to pain and instability. Review of radiographs revealed a fractured locking bar. The tibial bearing and locking bar were removed and replaced.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. A dimensional analysis could not be performed due to the damage on the bearing.